Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed based on the clinical assessment image review. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type iiib endoleak appears to be from the accident experienced by the patient that apparently damaged the stent. Therefore, no device issue is attributed to the reported experience.

Event description:
It was reported that approximately 24 months post implant of a bifurcated device, and a suprarenal aortic extension an endoleak was identified. Reportedly the patient was brought into the operating room and confirmed an endoleak from the lateral proximal left graft limb where there was a broken stent and presumably a hole in the graft material. Furthermore the follow up on this patient demonstrates that the leak may have been caused by a farm accident. The patient was attached by a bull on the farm and was slammed between a farm gate multiple times on the left side. His left thigh and upper pelvis were bruised and swollen. He also had very calcified vessels both the proximal external iliacs and common iliacs had calcium. It was tough to get sheath up right side due to calcium of right external. However, the physician confirmed the endoleak and implanted a bifurcated device to reline the distal portion of the graft and both limbs. A final angio run was done and the endoleak was sealed and as of yesterday (B)(6) 2014 the patient is doing well. Additional note: on (B)(6) 2014, relined graft from renals down to main body with a34-34/c100-o20 and a34-34/c80. Follow up scans showed that aaa had continually increased in size since 2012. It appeared the proximal extension was being pulled out of the proximal neck and graft was losing overlap between main body and proximal extension. The two extensions were implanted and all went well.